Event description:
The service report shows during est, power loss test, the customer reports audible alarm did not work intermittently. The nellcor puritan-bennett customer support engineer (npb cse) verified the intermittent issue. The npb cse inspected the device and replaced the power switch. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.